Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap or battery cap could not be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 12/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: during the investigation, it was observed that the returned battery cap was difficult to remove from the pump due to stripped threads. The initial complaint was duplicated during this investigation. A test battery cap was used and it was able to be easily inserted and removed from the pump. The battery cap¿s manufacturing height and width were within specification. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the bolus button cover was torn but the button was able still operable during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).